Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, it was found to be damaged when unpacked before procedure. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The returned percuflex plus stent was analyzed, and a visual evaluation found that the stent bladder coil was fully detached. The suture was not returned. The analysis performed to the returned device; it is possible to conclude that this issue could be caused by operational factors. Based on the analysis results regarding the observed coil detached, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, it was found to be damaged when unpacked before procedure. The procedure was completed with another of the same device and the patient condition following procedure was stable.